Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6)2017 due to a hypoglycemic seizure. The cause of death was due to declining overall customer health and the doctor's told the next of kin that the customer's brain had suffered extreme lack of oxygen. However, no official cause of death was provided. The caller stated that the customer had diabetes complications - gastroparesis, adrenal gland was attrified, and kidney disease - kidney failure the last 3 months. The customer's blood glucose was 31 mg/dl at the time of the hypoglycemic seizure. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the emt almost a month prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Findings: the unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. Unit uploaded properly using carelink pro. Unit had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Data analysis: there is no data available due to the unit did not have a battery installed when received. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.